Manufacturer narrative:
(B)(4). The device history record of the batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The report reads: I deployed the capio device over the sacrospinous ligament as per routine use. The device is designed to pass a 3 mm needle with suture attached through the sacrospinous ligament (the capio is similar to the miya hook). On removing the device and suture it was immediately noted that the needle was missing and the suture did not take to the ligament. I checked the para-rectal space and visualized the sacrospinous ligament and was unable to find the needle. I ordered an x-ray in ot which failed to show up the needle. The patient's condition is unknown at this time.